Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when connected to the tactisys quartz unit. The device met specifications during a flow rate test. In addition, log files indicate that the device performed as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the air embolism cannot be conclusively determined however information from the field indicates that the saline bag became empty during ablation, consistent with the reported event.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
During a pulmonary vein isolation ablation procedure, an air embolism occurred. During ablation the saline bag became empty. The tubing set was disconnected from the ablation catheter and the saline bag was replaced. The tubing set was purged per the IFU, while disconnected from the catheter, which had remained in the patient. The tubing set was reconnected to the ablation catheter, without purging the catheter. Irrigation and ablation was re-started, and st changes were noted, along with grade 3 av block. A coronary angiography was performed, and an air embolism was diagnosed. The coronary arteries were flushed with fluid and after approximately an hour, the ECG appeared normal and the procedure was continued. The patient remained in stable condition during the entire procedure. There were no performance issues with any abbott device. (B)(6).